Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed error code 1144. The event occurred during priming at the patient's home. There was no reported patient involvement.

Manufacturer narrative:
D3: mfg establishment name- corrected. One device was returned for analysis. Review of the event history log (ehl) showed error code 1144. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the microprocessor board, the real-time clock, data, or program in the device. As a result, no further repairs were made per the customer¿s request. The service history review had no indication that the complaint was related to a service of the device within the review period.